Event description:
The customer reported to olympus that the evis exera ii colonovideoscope had too much pressure in the air-water channel during automated endoscope reprocessor (aer) treatment. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿unidentified deposit on the distal end.¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue that too much pressure in the air-water channel was confirmed. The following findings were also noted during device evaluation: too much pressure in the air-water channel, the nozzle of the insufflation channel is clogged by an amalgam of translucid synthetic fibers and a black rubbery material, unidentified deposit on the control knob and UDI label erased, bending angulations out of standard, and angulation knob lock system worn out. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to wrong user handling/ user mishandling. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.